Event description:
Pt had been admitted previous night with hematuria and clot retention. Three way catheter had been inserted and pt had been on overhead irrigation in preparation for cystoscopy. Prior to going to the or the catheter was found to be in two pieces with the distal portion of the catheter being in pt's bladder. Cystoscopy had been planned anyway and pt was taken to or for evaluation of hematuria as well as removal of catheter which was found to be very brittle.